Event description:
It was reported that high pacing threshold was observed on the implantable cardiac defibrillator. The device was explanted and replaced. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.